Event description:
Surgeon was performing an anterior cervical fusion at c4-c5 when the ring inside the cervical spine locking plate hole went through the hole and did not stop the screw, thus preventing the surgeon from locking the screw into the plate. The surgeon backed the screw out, snapped the ring back into place, and proceeded with the procedure. Surgeon did request two x-rays to document the issue. The first x-ray was taken while the ring was through the hole and the second x-ray was with the ring back in place and the plate inserted correctly. Procedure was prolonged by 3 to 5 minutes but was completed with no further problem, no harm to patient. Surgeon reported about 6 to 7 hours post op that patient was doing well. Surgeon noted he will pay more attention in the future with people that have hard bone.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.